Event description:
Boston scientific received information that this device and right ventricular (rv) defibrillation lead displayed high impedance measurements, noise, and some low r wave values. Upon review of two stored episodes, oversensing and pacing inhibition greater than two seconds was noted. Both episodes occurred early in the morning. The presenting electrogram revealed atrial fibrillation and some low level rv noise that was not sensed. Technical services was contacted and recommended additional testing. The consultant discussed possible myopotential oversensing programming options. The patient did not feel any symptoms during the episodes and no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that oversensing of noise on the rv resulting in asystole of three seconds was observed. The patient was listed as pacer dependent, however, no adverse patient were reported. A revision procedure was performed and the device was explanted. The rv rate/sense portion was inserted into the left ventricular (lv) lead port of the new device and the lead was inserted into the rv port. It was suspected that the device may have been sensing diaphragmatic noise. No further observations were noted.

Manufacturer narrative:
The field representative reported that the patient was in hospice, therefore the physician ordered the device to be turned off. The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.